Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 456 mg/dl with symptoms of nausea and drowsiness. The patient remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was an issue with the pump¿s insulin on board (iob) duration. The reporter reviewed the pump¿s iob settings with a customer technical support representative and indicated that the iob duration was set as expected, and that it was counting down normally. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the pump was returned with the insulin on board (iob) set to on & duration set to 3.0hrs. The bolus history confirmed the boluses were executed within the set 3hr iob duration limit on (B)(6) 2016: at 21:21 normal(p) 1.55u, at 19:52 ezcarb normal(p)1.5u, at 19:34 ezcarb normal(p) 8.25u, at 17:25 ezbg normal(p) 1.0u, at 15:17 normal(p) 1.10u. The pump history showed that the pump was manually suspended on (B)(6) 2016 19:14 and manually resumed at (B)(6) 2016 15:15. The pump was also manually suspended on (B)(6) 2016 16:31 and manually resumed at (B)(6) 2016 18:53. A 10u audio bolus and a 10u normal bolus were successfully performed. The iob status screen correctly reflected the boluses. The iob was set to 3.0hrs duration; after the 3.0hr duration period, the iob status was 0.00u and this was accurately reflected in the iob status. The iob was found to functioning properly during testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. The original complaint could not be duplicated or confirmed.